Event description:
It was reported that at the end of an a-fib procedure, when the grounding pad was removed from the patient, it was noticed that the patient's skin was burned from the grounding pad. The skin was cleaned with betadine and antibiotics were given to the patient. The patient was stabilized and admitted for observation. The caller stated that the physician commented that the skin burn was due to the poor contact of the grounding pad with the skin.

Manufacturer narrative:
Manufacturer reference #: (B)(4). It was reported that at the end of an a-fib procedure, when the grounding pad was removed from the patient, it was noticed that the patient's skin was burned from the grounding pad. The reporter initially stated that the physician commented that the skin burn was due to the poor contact of the grounding pad with the patient's skin. After follow up, the customer confirmed that the event was not related to any bwi equipment and the unit did not require service. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the repair record investigation is completed. Concomitant products: carto 3 system us: catalog # fg540000, serial # (B)(4); cool flow pump us: catalog # cfp002, serial # (B)(4); ez steer thermocool sf nav us: catalog # bni35bdh, lot # 15630706l. (B)(4).